Event description:
Reportedly, there was failure of iol insertion in an implant and the iol was removed to perform a vitrectomy. No clinical consequences were reported as a result of this event. Additional information has been requested.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.